Event description:
It was reported to vyaire medical that the broselow yellow intubation module 2pk contains an adult size stylet (10fr) that is too big for the pediatric endotracheal tubes that can cause a deadly outcome. Furthermore, there is no patient associated with the said event.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other ¿ the customer did not send physical sample or pictures so the reported defect could not be confirmed. The physical sample and/or pictures are required as evidence to perform a better investigation about customer's reported defect. The device history record was reviewed and there were no issues during its manufacturing. The fg was sent with the small adult stylette 10 fr as indicated on our bom (bill of materials). Therefore, the root cause was not confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.